Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The customer described a pt event during the use of the 110-4b intracranial pressure and temperature monitoring kit. The 110-4b was inserted resulting in no readings. The device was revised and functioned for approximately 24-48 hours. The device then registered low readings. The probe was removed. No pt injury occurred as a result of the event. The pt later expired due to disease progression and not related to the use of the device.